Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. All available information was investigated and the reported physical property issue (damaged/torn silicone valve) was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported physical property issue (damaged/torn silicone valve) resulting in the leak observed in the sgc in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Event description:
This is filed to report the clip introducer tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The mitraclip delivery system (cds) was advanced to the mitral valve and the clip was implanted successfully, reducing mr to 1. However, while retraction the cds, air was visible in the hemostasis valve of the steerable guide catheter (sgc). Air did not enter the patient. No additional aspiration was needed after the leak was detected. After the cds was completely removed, slight damage was in the clip-introducer valve/silicone-part, causing the air observed in the hemostasis valve of the sgc. There were no patient effects. No air reached the patient anatomy. The patient is stable. Returned device analysis revealed the clip introducer was torn. No additional information was provided.